Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced jolting sensations at her ipg pocket site when stimulation was on. The patient reported she had a fall several months ago. Subsequently, surgical intervention was done on (B)(6) 2013, to move the ipg site to a new location which resolved the issue.